Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for shortness of breath. A remote transmission showed chronic low p-waves and no atrial sensing on the current electrogram. The patient also reported that they had been told that one of their leads may need to be changed. The atrial lead remains in use. No further patient complications have been reported as a result of this event.